Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot va1jz6m, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient showed signs of intracranial bleeding on the right side of the brain on post-operative imaging following bilateral lead implant. Additional factors that may have led to/contributed to the event include low platelet count prior to surgery which was being monitored. Platelets were administered during surgery. The physician suspected the bleeding was a result of the platelet dysfunction and not specifically related to the deep brain stimulation (dbs) leads. A craniotomy was scheduled to evacuate the hematoma, but it was not known if the right lead or both leads would be removed in the process of the procedure. Both leads remained implanted at the time of this report and the issue was unresolved. No further complications were reported.